Event description:
It was reported that prior to an unk procedure, the staples were unformed. Another device was used to complete the case. There were no adverse consequences to the pt. No pt consequences were reported.

Manufacturer narrative:
Info is unavailable; device was not returned for eval.